Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during a patient exam upload, the user noticed a distorted video on the screen after booting up. The user was uploading a scan for a case the next day. A reboot of the system corrected the issue. During inspection, it was noted that the external video port was loose. On further inspection the port was attached to the external video card which was loosely inserted in the slot on the motherboard. The port was firmly reseated and the system was restarted multiple times to check for no recurrence. There was no patient involvement.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9735602, serial number: unknown g2: foreign country - new zealand h3/h6: the system was serviced in the field and the system passed system checkout and functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.